Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the right ventricular (rv) lead was fractured. There was high pacing lead impedance and high capture threshold noted on the rv lead due to fracture. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.